Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there seemed to be an issue with their implantable neurostimulator (ins) battery being loose in the device pocket, which may have led or contributed to the recharger connection issue. The patient stated that the issue had not been resolved due to covid-19. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 37791, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient received a new charging cord. It had not been resolved yet due to covid-19 and couldn't charge battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient is having difficulty with recharger when charging ins. While charging she goes from full coupling bars to no connection, patient didn't remember what she saw on the screen. Patient mentioned once she loses connection it's difficult to get charging again. Patient said this happened every time she charges "over and over" for a couple of weeks. Patient said her rep checked on ins and said everything internal was fine, so the problem is her equipment. A replacement recharger antenna was sent to patient. Additional information was received, and it was reported that the patient received the recharger antenna and was still having issues connecting it to the ins. They were able to connect with full coupling boxes then the recharger will display reposition antenna. The patient reset the recharger and the issue continued. The patient attempted to connect to the ins with the programmer and it displayed a charge your ins warning screen. The patient noticed the ins had been moving in the pocket for about six months. The patient had their newer ins checked when they had an infusion done but was not sure if that was the ins that they are having problems with. The patient mentioned falling a month or two ago. No symptoms reported. No further complications were reported or anticipated. The indication for use is spinal pain.